Event description:
The main body graft appeared to be deployed in a good position below the renal arteries. Post angiogram noted a proximal type I endoleak. It appeared that the calcified plaque in the wall of the aorta had pushed the device down away from the initial deployment location. The graft was noted to have migrated away from the renal arteries about a quarter of an inch. A main body extension was deployed proximal to the main body graft, and the endoleak was resolved.